Manufacturer narrative:
Through reviewing instrument data from the customer¿s atellica ch 930 analyzer, siemens identified falsely elevated concentrated carbon dioxide (co2_c) results on two patient samples on an atellica ch 930 analyzer. Siemens reviewed the instrument data and the review of the photometer data for discrepant results indicated that the high results are diluted, and droplets of water are being introduced into the reaction cuvettes. The service person conveyed that due to the high volume of samples, the laboratory did not allow the instrument to be serviced. Siemens evaluated the event and determined that the leak in the system fluidics which allowed droplets of water to enter the reaction cuvettes, potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Through reviewing the instrument data from the customer¿s atellica ch 930 analyzer, siemens identified falsely elevated concentrated carbon dioxide (co2_c) results on two patient samples on an atellica ch 930 analyzer. The customer confirmed that the initial results were considered erroneous. The initial results were not reported to the physician(s). The samples were repeated on the same analyzer. The repeat results recovered lower and matched the patient¿s history. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.